Event description:
It was reported that the catheter was evaluated via a dye study, and was found to have been kinked. Subsequently, on (B)(6) 2014, the catheter was replaced, and the pump was also replaced because it was thought to have been close to its replacement time by the health care providers (hcps) and family. The pump logs were read and they revealed no pump stalls throughout the life of the pump. Additionally, it was noted that the pump was functioning normally as per telemetry, family, and providers. As of the date of the report, the patient was alive and without injury, there were no symptoms or complications associated with that event, and the product issue was noted to have been resolved. The pump was being used to deliver gablofen.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: catheter. (B)(4).